Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate after customer loaded 300 units of insulin. Additionally customer received a cartridge change error. It was necessary for customer to load multiple cartridges onto the pump before the insulin gauge was accurate. There was no adverse impact to the customer.